Manufacturer narrative:
The complaint of leaks on item am6130 could not be confirmed by the investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) for lot 13709318 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported, on an unknown date, a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer generated a leak from the 6-gang manifold. There was no patient harm reported.